Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a video assisted thoracotomy procedure on an uknown date and topical skin adhesive was used. The patient's chest wound open back up. The topical skin adhesive failed or came off. The surgeon is unsure how it came off, but the patient had been given several baths in the intensive care unit using comfort bath wipes. Additional information was requested.